Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection with the naked eye noted that the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set was separated from the mainbody. This issue was observed during sample analysis of a returned transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.